Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported that during support on impella cp on (B)(6) 2025, the physician had exchanged included impella 0.018 wire without pre-shaping wire. Impella was loaded onto 0.018 wire and inserted and implanted without incident. The physician had begun to remove impella wire but felt increased resistance. Physician was able to pull wire but noticed that the wire had become unbraided with multiple strands of wire fiber extending from wire core. Impella started, no alarms or errors. Wire was pulled intact with no retained wire fibers through fluoroscopy and magnified cine imaging. Wire was saved for reporting.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Difficult/unable to remove: the 0.018" guidewire and pump were returned for investigation. No physical damage was found on the returned pump. The guidewire core and coils were found fractured, with the missing tip end. According to the clinical details, resistance was encountered during removal of the guidewire, and the doctor found the wire was frayed, but the full wire was removed. The cause of the removal issue could not be determined without sufficient clinical information. Device history review: the device passed all the post sterile inspection checks.